Event description:
It was reported that after collecting the shed blood, the device was not able to transfer the blood from the reservoir to the blood bag. The re-infusion was not completed. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded by the account. The lot number is unk. If additional info is received regarding this event, a follow up report will be filed.